Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for traceability. The criticool mini and accessory clinilogger were returned to the belmont (UK office) for investigation. The incident was initially reported to belmont on 10 july 2025 and investigated at which time we determined that it did not meet the criteria to be reported. Subsequently belmont received mir 2025/007/028/501/014 on 01 august 2025 and this report was submitted as a response. It was reported that the device was rewarming a cooled patient rapidly on auto rewarm setting. No injury or impact was reported to the user or patient. Upon inspection the criticool mini device was found to have no issues. Clinilogger is an optional accessory for criticool mini thermoregulation systems and is used to collect the system parameters during the thermoregulation procedure, which can be reviewed at the end of the procedure. It does not impact the performance of the criticool mini device. Upon inspection the clinilogger was found to not be working and was replaced. No device malfunction could be verified, and the root cause could not be determined. The device history was reviewed, and no other issues were identified. Belmont is following up with the user to determine if there is any other information related to the alleged incident and has requested the clinilogger involved to be returned for further investigation a follow-up report will be submitted once additional information becomes available.

Event description:
It was reported that the device was rewarming a cooled patient rapidly on auto rewarm setting. The nurse caring for baby consulted a clinical technician, who advised switching to the manual rewarm setting. The device had been set to rewarm at 0.2 °c every 30 minutes. However, the patient's temperature increased by 1.8 °c over 3 hours, exceeding the recommended rate. The nurse subsequently switched the device to manual mode to continue rewarming. No report of patient injury.

Manufacturer narrative:
The criticool mini involved in the event was evaluated by a belmont service technician. It was found the device passed full service with no issue identified. The fast rewarming rate could not be verified as no clinilogger data was available for review. No device malfunction could be verified with the unit and the root cause could not be determined. The clinilogger involved in the event was returned and evaluated by belmont engineering. It was found that no data was stored on the unit from the event as it was empty. The clinilogger was connected to a known working criticool mini and allowed to run and capture data. After running, it was found that all data was correctly captured including date, time, record time, surface, set-point, water in, water out, rewarm vsp, desire, mode, temp step, pressure out, pressure hcu, number of tecs and errors. The clinilogger was opened for internal inspection and no issues were identified as the connections were robust. No device malfunction of the clinilogger could be verified, and the root cause of the data not being stored from the event could not be determined. We will continue to monitor this type of incident closely and take further corrective and preventive action if required. Please note although a MDR was filed, the criticool mini is not sold in the USA.